Event description:
A customer contacted beckman coulter inc., (bec), and reported the closed tube aliquotter was leaking on their unicel dxc 600i instrument. The leak was not contained to the instrument; fluid leaked onto the floor. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. No injuries were sustained by any lab personnel. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and replaced multiple parts and then tested the analyzer; however, the leak continued. The fse then identified an occlusion in the closed tube accession (cta) drain line that caused the wash station failure and electronic failures. The fse cleared the obstruction which resolved the leak issue. An occlusion in the cta drain line caused the event. (B)(4).